Event description:
It was reported, the patient would have a magnetic resonance imaging (MRI) on the date of this report due to a catheter problem. It was noted, the catheter was ¿kinked.¿ the patient had x-rays and a side port mylegram a week prior to this report. It was also reported, the patient was scheduled to have surgery for her neck and lower back on 2014 (B)(6). It was later reported, the patient had her MRI and was waiting to have the pump checked. It was noted her pump was working now. The patient had waited for 30 minutes after the MRI and she was able to give herself a bolus, but still wanted to have the pump checked. The MRI was for the patient¿s back to see if ¿I can get further surgery on my spine and neck.¿ it was also reported, the patient was having a surgery 2014 (B)(6) for her pump to replace ¿a hose that was kinked.¿ the pump was being used to deliver bupivacaine and dilaudid.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).